Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and respiratory tract irritation. Medical intervention was not specified. The initial reporter/customer was called to request information regarding harm questions and device return. The customer responded "I count not provide any information, I am sorry. Bye". At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.